Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 20 mg/dl. Customer got home and blood glucose was 189 mg/dl and gave a bolus to herself. Later her husband was tested blood glucose which was 20 mg/dl and sensor glucose was 93 mg/dl, later the blood glucose was higher 59 mg/dl and then calibrated later when blood glucose was higher. Next day sensor glucose 169 mg/dl and blood glucose 242 mg/dl. Customer treated low with glucose tablets. Customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.